Manufacturer narrative:
The customer reported that their AED was flashing red and displaying an error code of "battery replace now warning." The maintenance activity was not reported. Troubleshooting with the customer identified that the AED's battery pack was expired, with a labeled expiration date of 09/2022. The cause of the AED not powering on was related to a lack of maintenance. As a follow-up with the customer, proper maintenance of the device was reviewed.

Event description:
Customer reported that their AED was flashing red and prompting an error code of "battery replace now warning". The maintenance activity was not reported, and the battery pack expires on 09/30/2022. They did not report that this event occurred during patient use.